Event description:
It was reported while using bd safetyglide¿ needle 1-ml syringe with 25-g x 5/8-in a stopper was deformed. The following information was provided by the initial reporter: stopper deformed.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: 510(k)#: k951254. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: 510(k)#: k951254. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle 1-ml syringe with 25-g x 5/8-in a stopper was deformed. The following information was provided by the initial reporter: stopper deformed.

Event description:
It was reported while using bd safetyglide¿ needle 1-ml syringe with 25-g x 5/8-in a stopper was deformed. The following information was provided by the initial reporter: stopper deformed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-mar-07. Investigation summary: one physical sample and two photographs of a 1ml slip-tip syringe with safetyglide 25x5/8 needle (p/n 305903) were received. Through visual inspection, it was observed that stopper jammed between the barrel and the plunger rod. The condition observed is non-conforming per product specification. Potential root cause for the jammed stopper defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 1097894 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.